Event description:
On 06/19/1998 following a diagnostic procedure, an angio-seal device was placed with successful hemostasis. On 06/20/1998 the venous sheath was pulled. Immediately a 4x5 inch hematoma was noted to form. The health care provider was not able to identify if the bleeding was arterial or venous in origin. A pressure dressing was applied and manual pressure was held for approx 35 mins with control of the bleeding. On 06/21/1998 the pt's hemoglobin and hematocrit levels were observed to be 10.6 and 32.1. However, on 06/22/1998 the pt's hemoglobin and hematocrit levels had dropped to 8.8 and 21.1. As a result, the pt was transfused with two units of packed red blood cells. A computerized tomography of the abdomen found no evidence of a retroperitoneal bleed. On 06/23/1998 arterial studies of the pt's lower extremities identifed the presence of a pseudeoaneurysm approx 4x5 cm in size, located in the pt's right common femoral artery. The pt was sent to the or where repair of the right vein and angioplasty of the right superficial femoral artery were performed. The pt was discharged home on 06/28/1998. As of 08/25/1998 there has been no further report to the MFR of complication or pt sequelae.